Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). A carefusion field service representative visited the user facility on (B)(4) 2013 to evaluate the device. During the course of the evaluation the field service representative noted the driver voltage was below specifications after testing. The fs rep returned on july 30, 2013 and replaced the driver, cooling regulator, and thumb dials. The unit was tested and allowed to operate for two hours to ensure proper operation. The carefusion palm springs factory service department representative evaluated the returned driver and determined the root cause of failure was a damaged air amplifier.

Event description:
The customer requested service on a unit which had a noted detailing the unit overheated. It was unknown by the initial reporter if the unit just had led or unit stopped; it is unknown if unit alarmed and the settings are unknown. The initial reporter detailed the patient was ok and placed on another unit.